Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/lower pelvic area') and abortion spontaneous ('miscarriage/bled a lot') in a 29-year-old female patient who had essure (batch no. 976396-not valid, 975396) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6, premature birth and body mass index normal. Current weight 179 lbs. Concurrent conditions included flank pain, lower abdominal pain, pelvic inflammatory disease, diplopia, earache, cough, chest pain, melena, dysuria, hematuria and neck pain. Concomitant products included antibiotics from (B)(6) 2016 to (B)(6) 2016 and medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced back pain ("back pain / low back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain like contractions/ cramping"). In (B)(6) 2014, the patient experienced dyspnoea ("gasping for air"), dizziness ("feeling like going to faint/dizzy"), abdominal distension ("bloating looks like 2 months pregnant"), nausea ("nausea") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("infection: uti") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), abdominal pain lower ("lower abdomen pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had not resolved and the pregnancy with contraceptive device, abortion spontaneous, dyspnoea, dizziness, abdominal distension, nausea, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, bladder disorder, migraine, headache, alopecia, abdominal pain lower, urinary tract disorder, dyspareunia, weight increased, fatigue and tooth disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, dizziness and dyspnoea with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date. As per pfs : (B)(6) 2013. Discrepancy noted (as per pfs) plaintiff did not undergone essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: the coils were in proper position. (B)(6) 2016 - abdomen ultrasound. Impression: contracted gallbladder. Sonographic murphy sign is reported as positive. Remainder the exam is unremarkable. (B)(6) 2016 - ultrasound pelvis complete, transabdominal, transvaginal: small amount of free fluid is seen in the pelvis. This may be physiologic. Ultrasound of the abdomen: minimal right hydronephrosis. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, nausea, back pain¿ lot # reported (976396) is not valid. Lot number: 975396 manufacturing date: 2012-04 expiration date: 2015-04. Lot # reported (976396) is not valid. Lot number: 975396 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains/lower pelvic area') and abortion spontaneous ('miscarriage/bled a lot') in a (B)(6) female patient who had essure (batch no. 976396-inv , 975396) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 6, premature birth and body mass index normal. Current weight (B)(6). Concurrent conditions included flank pain, lower abdominal pain, pelvic inflammatory disease, diplopia, earache, cough, chest pain, melena, dysuria, hematuria and neck pain. Concomitant products included antibiotics from june 2016 to august 2016 and medroxyprogesterone acetate (depo provera) from october 2012 to november 2012. In 2012, the patient experienced back pain ("back pain / low back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain like contractions/ cramping"). In (B)(6) 2014, the patient experienced dyspnoea ("gasping for air"), dizziness ("feeling like going to faint/dizzy"), abdominal distension ("bloating looks like 2 months pregnant"), nausea ("nausea") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("infection: uti") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), bladder disorder ("bladder or urinary problems or changes"), headache ("headaches"), abdominal pain lower ("lower abdomen pain") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with paracetamol (tylenol) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had not resolved and the pregnancy with contraceptive device, abortion spontaneous, dyspnoea, dizziness, abdominal distension, nausea, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal haemorrhage, female sexual dysfunction, bladder disorder, migraine, headache, alopecia, abdominal pain lower, urinary tract disorder, dyspareunia, weight increased, fatigue and tooth disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal distension, dizziness and dyspnoea with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in insertion date. As per pfs : (B)(6) 2013. Discrepancy noted (as per pfs) plaintiff did not undergone essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: the coils were in proper position. (B)(6) 2016 - abdomen ultrasound. Impression: contracted gallbladder. Sonographic murphy sign is reported as positive. Remainder the exam is unremarkable. (B)(6) 2016: ultrasound pelvis complete, transabdominal, transvaginal: small amount of free fluid is seen in the pelvis. This may be physiologic. Ultrasound of the abdomen: minimal right hydronephrosis. Concerning the injuries reported in this case, the following ones were reported via social media abdominal pain, nausea, back pain.¿ lot # reported (976396) is not valid. Lot number: 975396 manufacturing date: 2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received: "previously reported event pelvic pain made medically significant and intervention required due to surgery". Essure removal date, concomitant drug and action taken with drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.